Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) system exhibited an alert for decrease in pacing percentage. Upon review, technical services (ts) noted that there could be oversensing on the right ventricular (rv) lead which was causing pacing inhibition. Further in office review was recommended. No adverse patient effects were reported. This system remains in service.